Event description:
It was reported that during a limb salvage orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The lesion being treated extended along the distal popliteal, the peroneal trunk (tpt) and the proximal anterior tibial (at) arteries and was heavily calcified. The physician performed intervention of the entire length of the lesion at low speed, then medium speed, spinning for one minute at each speed. He then performed an angiogram which demonstrated good progress. He subsequently performed another one minute run at medium speed and re-checked the angiogram, then performed a one minute run at high speed and re-checked the angiogram. The progress was satisfactory, and the physician elected to perform one more run at high speed through the entire length of the lesion. The follow-up angiogram revealed a vessel perforation at the at take off. Balloon angioplasty with a 3.0 mm balloon was unsuccessful in treating the perforation, so the physician used a 5.0 mm covered stent to successfully seal the perforation. The physician's assessment was that the oad had been oversized for the lesion being treated and should not have been run at high speed. The patient was discharged the following day with bounding pulses. Additional information has been requested regarding this event.

Manufacturer narrative:
Device evaluation: the device was not returned for examination, therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number could not be reviewed, as the lot number is unknown. The root cause for the reported event is unknown.